Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 (air in line) on the home choice (hc) device during use. The home patient (hp) stated that the device alarmed with se 2367. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The complaint for system error (se) 2240 was confirmed. The assignable cause was undetermined. This issue is being investigated through CAPA.